Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine office check. It was observed that the patient's pacemaker was in backup vvi and was able to interrogate by wand only. Radiofrequency (rf) telemetry was noted to have timed out triggering the backup vvi. The device was unlocked and the issue was resolved. The patient left the clinic in stable condition.